Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. Immediately, the patient was hypotensive, and the physician proceeded with an implantation of the valve; during the procedure, on the first attempt, an incomplete stent opening (iso) was observed so it was recaptured. On the second attempt, it was positioned in a deeper position. While attempted to recapture the valve, a difficulty was observed upon turning the deployment/re-sheath wheel and it was rotated until the end of its road; micro-adjustment wheel was used while the ds was pulled into the descending aorta. However, it was unable to be recaptured completely. Both the valve and ds was removed from the patient's anatomy. A new 25mm, navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted successfully. The user believed that the valve expanded non-uniformly due to the excess calcium in the annulus. The patient was hospitalized for an unclear reason at the time of this report. The patient was reported to be discharged.